Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported blank screen, which was not reproduced. Review of the event history log did not reveal any abnormalities that could be attributed to the reported symptom. However, evaluation found the lcd flex not properly secured to the j2 connector of the input/output printed circuit board (I/o pcb). This unsecure connection may have resulted in an intermittently blank screen, and therefore the symptom is considered confirmed. The flex was secured to correct this condition. (B)(4).

Event description:
It was reported that a spectrum pump's "screen went blank" during therapy (medication, programmed amount and delivery rate unknown) in the obstetrical care unit. The customer also stated that the device was swapped out and that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.